Manufacturer narrative:
Reliability analysis two opened/used enlite sensors were inspected and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution. Failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Checked lab transmitter for proper use and operation using tool and transmitter passed per spec. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Found needle separated from sensor. Unable to confirm insertion anomaly due to sensors sent opened/used.

Event description:
It was reported that the sensor did not blink when it was connected to the transmitter. Customer's blood glucose was 12.5 mmol/l. Customer reported the cannula was bent. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.